Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 14fr esheath+, commander delivery system, and 23mm sapien 3 ultra valve, the implanter encountered resistance while advancing the delivery system and valve through the sheath, and the flex shaft of the delivery system cracked. The devices were prepared per IFU. The expansion tool was used on the sheath during device preparation. The vessel was pre-dilated up to 16fr. The sheath was not inserted at a steep angle. The delivery system and valve did not exit the tip of the sheath, and the system became stuck at the blue portion of the sheath shaft. The delivery system subsequently "kinked and snapped." The delivery system, valve, and sheath were removed together as one unit. The delivery system was reported to have kinked and cracked in the mid-distal portion. The reporter identified the perceived root cause as resistance encountered while advancing the delivery system and valve through the sheath. No actions beyond device removal were taken during the event. A new sheath, valve, and delivery system were opened and used, and the procedure was completed successfully. No patient injury occurred, and the patient remained in stable condition following the procedure. Per additional information from the reporter, the event was most likely due to the operator not advancing the delivery system with small increments through sheath. Their hand was far back on delivery system while advancing the valve. Then when they met some resistance, they pushed with their hands far back on delivery system.